Manufacturer narrative:
The pump was received with an intermittent up arrow button response due to the corroded keypad traces. There were no unexpected numbers scrolling during testing. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, a scratched reservoir tube window, and a missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call that he noticed that the numbers increased very quickly and sometimes he has to press hold it down and press it again on the insulin pump. Customer stated that the buttons were working intermittently. Customer stated that the up button was not responding at times. Customer reported that it might be the humidity or the pump is worn out. Customer stated that it worked better when it was new. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.